Event description:
It was reported that approximately six years post-implantation, the patient underwent a hip revision due to dislocation. The liner and head were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503603. Lot# 2897044. Bioloxâ® delta, ceramic femoral head. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.